Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000092984.

Event description:
It was reported that one of the patient's leads had high impedances. As a result, surgical intervention was undertaken where the patient's lead was replaced to address the issue. The investigation did not determine which lead had high impedance.